Event description:
During follow-up, increased capture threshold and decreased sensing was observed on the right ventricular (rv) lead. The physician suspected lead damage, although it was not confirmed. The event was resolved by reprogramming the device to deactivate the rv lead. The patient was in stable condition.